Event description:
The wife of an (B)(6) male patient called zoll customer support to report that the patient was receiving a service code 204. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 204) has been confirmed. Upon investigation the electrode belt failed incoming functionality testing. The cable connecting the distribution node to the rear therapy electrodes and the trunk cable were pulled from the strain relief, damaging wires and causing the service code 204. The root cause for the strained cables could not be positively identified but was likely excessive force. No adverse event resulted from the strained cables. The patient received a replacement electrode belt.